Manufacturer narrative:
(B)(6).

Event description:
It was reported that lead details were not entered at implant. During dfts, the device responded that the lead was dual coil. The device was programmed to rv-can only. The physician then entered the lead details, and a message appeared asking to clear data. Reprogramming the device to previous settings resolved the issue. The patient was not affected by this event.